Event description:
It was reported via survey the SpO2 was inaccurately low, which resulted in incorrect treatment, the details of which were not provided. Patient factors that may have impacted the measurement were listed as follows: hypothermia. The measurement source was changed, and the sensor was repositioned to resolve the issue. It was indicated there was no actual harm; however, good faith efforts are being performed to clarify the event.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.We received this information through a survey, so we did not receive any customer or product information.